Event description:
A customer reported that the adc device detached prematurely. As a result, the customer experienced hypoglycemia and loss of consciousness. The customer received third-party medical treatment of insulin but still ¿felt bad.¿ the customer was then seen by a health care provider and was given unspecified tablets for treatment for a diagnosis of low blood sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. As a result, the customer experienced hypoglycemia and loss of consciousness. The customer received third-party medical treatment of insulin but still ¿felt bad.¿ the customer was then seen by a health care provider and was given unspecified tablets for treatment for a diagnosis of low blood sugar. There was no report of death or permanent injury associated with this event.